Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400 mg/dl range. Manual insulin injections were administered to address bg. Customer was admitted to the hospital for elevated bg and an infection. Customer received 8 units of insulin. Cause of elevated bg was not known and it is unknown if infection was related to pump/supplies/diabetes. Contact was unable to provide further information regarding the event. Customer had not yet been discharged at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.